Event description:
It was reported to boston scientific corp, that about 7 minutes into a hta procedure, the sheath from the hyrdothermablator procedure set cracked outside the pt. Leakage occurred at the crack and was immediately noted by the physician. The system was cooled down and the sheath was replaced with another of the same device. This delayed the case approx 15 minutes. The case was complete, with no pt complications.

Manufacturer narrative:
Info supplied in section f was completed by the MFR based on info obtained from the user facility. The complainant indicated that the device will not be returned for eval; as it was disposed of and therefore, a failure analysis is not available. A DHR review was not performed because the batch is unk however there are no known manufacturing related issues which would contribute to this event. A review of the trending, history and the event description did not provide enough info to formulate a definitive root cause, the cause is undeterminable.